Event description:
The account alleged the bed did not pass the electrical resistance test. No pt impact.

Manufacturer narrative:
The account found the power cord has a damage plug. The account replaced the power cord to resolve the issue.